Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the surface of the subject device. (B)(6) 2021. Candida parapsilosis. (B)(6) 2021. Candida parapsilosis. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd 440 wassenburg, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument/suction channel, the air/water channel and the auxiliary water channel of the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found followings. - the glue of the light guide and the objective lens were worn out. - the glue of the bending section rubber was porous and broken. - the instrument channel port was worn out. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.